Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted. If additional information becomes available. (B)(4).

Event description:
It was reported that the back end of the applicator fell off causing the glass ampoule to fall out and break on the floor. Just a heads up- today there have been at least 4 incidences where the back fell off of the chloraprep sticks and with some- the glass fell out and shattered on the floor (it happened to [omitted]). I asked [omitted] to do a safelink so that we can follow up in case there is a lot issue to look into.

Manufacturer narrative:
39 samples were provided for evaluation. Visual examination of the applicators with well fitted end caps from lot # 0328213 were analyzed and no nonconformance for loose end cap were identified. The failure moe of end cap fell apart was confirmed by the evaluation of the retained samples. The product was assembled and packaged by the manufacturing equipment 26ml#6. The failure mode root cause was attributed to the equipment station for the end cap placement unto the applicator body. Corrective action was initiate which outlines a more detailed investigation of the root cause and preventive/corrective actions for the end cap fell apart failure mode. A situational analysis associated with this customer complaint was also opened for an in-depth root cause analysis of the situation and preventive/corrective action plan associated with the product issue of end cap fell apart. Production record review was completed with batch/lot 0328213 and no non-conformances were identified during the manufacturing of this lot. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that the back end of the applicator fell off causing the glass ampoule to fall out and break on the floor. Per email: the lot # is 0328213; the manufacturer ID is (B)(4). Just a heads up- today there have been at least 4 incidences where the back fell off of the chloraprep sticks and with some- the glass fell out and shattered on the floor (it happened to [omitted]). I asked [omitted] to do a safelink so that we can follow up in case there is a lot issue to look into.